Event description:
During a clinic follow-up, the device was observed to be in backup vvi (bvvi) mode resulting in a loss of high voltage therapy. The cause of the bvvi was revealed to be due to off-label MRI exposure. Technical support was contacted and the device was explanted and replaced to resolve the event. The patient was in stable and will continue to be monitored.

Manufacturer narrative:
The reported field event of reset was verified in the lab. However, the reset was determined to be caused by the device being exposed to magnetic resonance imaging (MRI) without being programmed for MRI use. The device acted normal according to its programmed settings.